Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had oozing and warmth at the battery site and spinal incision. The patient had 70% battery left so it was discussed to put off charging as long as possible until everything healed up. The patient was getting good relief and the nurse was going to see the patient in a week to keep an eye on the incisions. It was noted that the nurse was possibly going to start antibiotics for the possible infection. The issue was not resolved at the time of the report. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cultures came back negative. The hcp reported that a superficial breakdown was taken as actions/interventions to resolve the oozing and warmth at the battery site. The hcp reported that the oozing and warmth at the battery site was resolved. No further complications were reported.